Event description:
Information received with return of the device does not address the patient's clinical status but notes that prior to implant, the device exhibited end of life. When emergency vvi was pressed, telemetry was lost.